Event description:
Healthcare professional reported a "right side baker grade iii, capsular contracture." Physician later reported a right side rupture. The device was unilaterally replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on anterior. Based on the device analysis the final assessment is: a striated broken on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a "right side baker grade iii, capsular contracture." Physician later reported a right side rupture. The device was unilaterally replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right side baker grade iii, capsular contracture."